Event description:
It was reported that during a laparoscopic total gastrectomy, two staplers were unable to fire on the first application, a staple got stuck, and there was incomplete staple line at the proximal end. The surgeon was able to press the green button and squeeze the handle, but the stapler did not function as intended. The issue was resolved by replacing the handle with a new one to complete the suturing. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p4h1004s) egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p4h1004s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.